Event description:
It was reported that the patient's right knee was revised due to wear of the patellar component. Intra-operatively, it was also discovered that the post of the ps insert was broken. The insert and patellar component were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.